Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualifications records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daughter's blood glucose and insulin history is as follows: time: 730 am; bg (mg/dl): 398: bolus (u); 930 am; "high" (>500); 945 am; 438; 2.0 (manual injection); 1030 am - the pod was deactivated. She stated the cannula was kinked and the adhesive pad was wet with insulin.